Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/breast pain. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with mentor smooth round moderate plus profile 325cc saline prostheses experienced bilateral pain and several unexplained systemic symptoms post procedure. The exact nature of the health issues was not provided, however, the patient stated to have gone to urgent care, the emergency room, and the doctor¿s office due to these issues. Also, the right implant and capsule attached itself to my rib cage, which was discovered during implant removal. The devices were explanted without replacement on (B)(6) 2020. The patient states that her symptoms have improved since explant. No device issue such as rupture was reported. See 1645337-2020-11437 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) this event was identified as a duplicate of 1645337-2020-14245. This file has been updated to contain all correct and current information, and all further reporting will be done on this file. In addition to the issues reported previously, the patient also experienced deflation. The event was also reported under mw5096194. Manufacturer¿s reference number: (B)(4).